Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 34 mg/dl. Customer did not perform troubleshooting for low blood glucose reading. Customer did not believe that the insulin pump caused the low blood glucose readings, but believed that under eating and sometimes over bolusing may have caused the issue. Healthcare professional adjusted the settings. Customer's blood glucose reading was 185 mg/dl at the time of call. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and missing reservoir tube o-ring. Unit passed the prime test, rewind test and excessive no delivery test. Unable to perform displacement test, basic occlusion test and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.